Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 486 mg/dl. Customer experienced blood glucose level was 434 mg/dl. Customer was treated with insulin pen. Customer did not allege for under delivering. Customer declined to check air bubble and leak. Customer was using auto mode feature. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test pump. The insulin pump will not be returned for analysis.